Event description:
A 2.50 mm diameter x 8 mm length endeavor sprint rx coronary stent was inserted into a patient for treatment of the lcx. The lesion was reported to be a chronic total occlusion (cto) with moderate tortuosity and severe calcification. The physician pre-dilated the lesion, but 90% stenosis remained. The physician then attempted to cross the lesion but was unable. The device was removed and another stent was deployed. Evaluation summary: the endeavor sprint rx was returned for evaluation. The first three proximal stent segments were positioned on the balloon, as per specifications. The remaining stent segments were stretched, deformed and pulled distally over the distal marker band. The distal tip was also damaged. The device was inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results, conclusion: (moderate tortuosity, severe calcification, cto), (stent deformed).